Event description:
Medication (precedex) was hung and programmed with rate and dose verified by a second rn. The rn responded to the pump beeping at approximately 1805 and found the bag empty and tubing full of air. The was not medication seen on the floor or soaked into the bed. The volume infused on the pump stated 8.62 ml but the bag was empty. Manufacturer response for IV pump and tubing, bd (per site reporter). They will complete product testing and return a summary of their findings and the pump.